Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving medication via an implantable pump. The indication for use was indicated as non-malignant pain and failed back surgery syndrome. On (B)(6) 2015 it was reported that a little less than a year ago the wrong medication was put in the pump. It should have been dilaudid and fentanyl was put in or vice versa; the patient wasn't sure. The steps taken to resolve the issue and symptoms associated with the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.